Manufacturer narrative:
Concomitant medical products: femto laser, sn unknown; patient interface, lot number: unknown (B)(6). The field service specialist (fss) visited/attended surgeries at customer site and confirmed the reported issue of bed/chair creeping. Fss removed joystick, checked operation and then adjusted to stop creeping of the bed. Fss replaced the joystick, cleaned cameras as well as checked tracker camera. Fss completed system performance checks which the system passed and it was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that bed/chair is creeping and causing the suction break on the intralase. It was reported that the loss of suction issue after laser fired happened only on one (1) patient during the flap cut and that the patient was treated the same day. It was stated that the drift was not happening all the time, that the other fourteen (14) patients of the center were treated successfully without any issues /with no injuries as by moving the joystick they were able to find a position without creep to treat the patients. This MDR report pertains to bed creeping event on the excimer laser system. A separate MDR report will be submitted for the suction loss event with the intralase patient interface.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.